Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the cycler sometime last night during his pd treatment. The patient reported the following morning when the patient removed the cassette, the inside of the cassette door was full of fluid that had also leaked under the cycler. The patient's treatment history was also reviewed and the patient received a mild overfill in drain 3 of 4. During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on 12/03/2017: drain 0: 37ml fill 1: 2206ml drain 1: 2308ml fill 2: 2206ml drain 2: 1726ml fill 3: 2199ml drain 3: 3962ml fill 4: 2037ml drain 4: 51ml fill 5: 0ml the reported drain volume of 3962ml was 180% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Follow was made with the pd patient's contact, who confirmed no injury occurred. The contact stated the pd patient was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The contact stated the pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and stated no treatment was missed. The contact stated the pd patient continued completing continuous ambulatory peritoneal dialysis (capd) therapy. The disposable sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaked from the cycler sometime last night during his pd treatment. The patient reported the following morning when the patient removed the cassette, the inside of the cassette door was full of fluid that had also leaked under the cycler. The patient's treatment history was also reviewed and the patient received a mild overfill in drain 3 of 4. During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017: drain 0: 37 ml fill 1: 2206 ml drain 1: 2308 ml fill 2: 2206 ml drain 2: 1726 ml fill 3: 2199 ml drain 3: 3962 ml fill 4: 2037 ml drain 4: 51 ml fill 5: 0 ml the reported drain volume of 3962 ml was 180% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Follow was made with the pd patient's contact, who confirmed no injury occurred. The contact stated the pd patient was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak. The contact stated the pd patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and stated no treatment was missed. The contact stated the pd patient continued completing continuous ambulatory peritoneal dialysis (capd) therapy. The disposable sample was discarded.